Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.3 inr/3.5 inr; 1.5 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Event description:
Caller states that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.3 inr/3.5 inr; 1.5 inr/2.0 inr. No treatment info provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.